Manufacturer narrative:
The evaluation of this event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the uretero-reno videoscope¿s distal sheath bendable rubber cover was torn, and metal was sticking out. The issue occurred during a diagnostic ureteroscopy procedure. The procedure was completed using the same device there were no reports of patient harm.

Event description:
It was reported the issue was found after the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was not returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: "inspection of the endoscope. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.